Event description:
Customer reported receiving erratic readings on their precision xtra blood glucose monitor. Customer reported receiving readings of 27.8 mmol/l (500 mg/dl), 5.1 mmol/l (92 mg/dl), 12.3 mmol/l (221 mg/dl) and 15.9 mmol/l (286) mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of serious injury, death or mistreatment associated with this case.

Manufacturer narrative:
(B) (4). The customer's returned meter ((B) (4)) has been tested with returned test strips (lot 80825, expiry date: sep 2010) with approved low level reference control solution (lot 64676q101, expiry date: march 2010). The complaint was not confirmed. All results were within range specification. Furthermore, the reported readings of 27.8 mmol/l, 5.1 mmol/l, 12.3 mmol/l and 15.9 mmol/l when converted into mg/dl were found in the device's internal memory log all within 10 minutes.